Event description:
Customer reported via phone call to have high blood glucose of 498 mg/dl, and low blood glucose of 32 mg/dl. Which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed that customer had a no delivery alarm. Customer was advised to contact healthcare professional regarding settings and unexplained high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.